Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during interrogation there was intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. Sensitivity was adjusted and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.